Event description:
Loss of osseointegration.

Event description:
Loss of osseointegration. The product has been returned and the material number has been updated correctly. Hence this follow up report.